Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was cut in half to remove from the pt's eye. There was no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn and with a piece torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.